Event description:
It was reported to the manufacturer, by the end user, per the end user, that per agiliti - cord to bed was frayed on the umano bed teh0610 (non-joerns manufactured). When the staff plugged it in, sparks came from the cord. It shorted the electricity for the entire hospital room. There was no patient injury, though a nurse was shocked when plugging the bed into the outlet. Complaint #(B)(4) was entered into our system.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.